Manufacturer narrative:
Initial.

Event description:
It was reported that the user noticed the ilet device appeared damaged while at school, and subsequent review determined the connect adaptor was severely damaged and could not be removed, with concern for insulin leakage from the reservoir. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user managed glucose with an alternative insulin therapy without elevation in blood glucose. Investigation included communication with the user and analysis of information provided by the user, including review of photos. Investigation of this case revealed evidence consistent with a leakage issue associated with the reservoir and a seal, aligning with a device leak/splash and damage to the connector assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.